Manufacturer narrative:
During the inspection of the implant we thought that the part was a 0402 but it was a 0802 as originally reported. No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because the lot number was unavailable from the doctors office.

Event description:
Dr reported that two implants failed to integrate. Pt is reportedly fine. Pt is same pt as medwatch report # 2023141-1998-00357.